Manufacturer narrative:
H6: patient code: e0602: cardiac arrest removed per med safety review. Media evaluated by bsc medical safety: five (5) procedural fluoro video loops and one procedural echo loop available for review. Fluoro loops show laa with chicken wing anatomy and barely compressed deployed device with suboptimal apposition on side towards wing and with shoulder on opposite side. This suboptimal position and low compression likely contributed to the embolization of the device.

Event description:
It was reported device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. Approximately ten (10) days post procedure, the patient was admitted to the hospital with lower extremity numbness and questionable paralysis. The watchman flx pro closure device was found to be lodged in the descending aorta below the level of the renal arteries. There was no injury to any valves as a result of embolization. The closure device was removed surgically in the morning. In the afternoon post removal, the patient went to get magnetic resonance imaging (MRI) and coded. The patient was placed back in the cardiovascular intensive care unit (cvicu). The patient was reported to have died the next day, (B)(6) 2025. The official cause of death was not provided.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. Media evaluated by bsc medical safety: five (5) procedural fluoro video loops and one procedural echo loop available for review. Fluoro loops show laa with chicken wing anatomy and barely compressed deployed device with suboptimal apposition on side towards wing and with shoulder on opposite side. This suboptimal position and low compression likely contributed to the embolization of the device.

Event description:
It was reported device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. Approximately ten (10) days post procedure, the patient was admitted to the hospital with lower extremity numbness and questionable paralysis. The watchman flx pro closure device was found to be lodged in the descending aorta below the level of the renal arteries. There was no injury to any valves as a result of embolization. The closure device was removed surgically in the morning. In the afternoon post removal, the patient went to get magnetic resonance imaging (MRI) and coded. The patient was placed back in the cardiovascular intensive care unit (cvicu). The patient was reported to have died the next day, (B)(6) 2025. The official cause of death was not provided.

Event description:
It was reported device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. Approximately ten (10) days post procedure, the patient was admitted to the hospital with lower extremity numbness and questionable paralysis. The watchman flx pro closure device was found to be lodged in the descending aorta below the level of the renal arteries. There was no injury to any valves as a result of embolization. The closure device was removed surgically in the morning. In the afternoon post removal, the patient went to get magnetic resonance imaging (MRI) and coded. The patient was placed back in the cardiovascular intensive care unit (cvicu). The patient was reported to have died the next day, (B)(6) 2025. The official cause of death was not provided.